Event description:
It was reported that this patient underwent a planned system replacement procedure to upgrade therapy from a pacemaker system to an implantable cardioverter defibrillator (ICD) system. After the procedure, the patient was transferred out of the surgical suite and put on a monitor. The nurses monitoring the patient contacted the boston scientific field representative who attended the surgical procedure approximately one hour later indicating the patient was exhibiting pauses in rhythm and some asystole as observed on the monitor. The patient was noted to be pace therapy dependent. The patient also described a sensation of what felt like electricity running down their arm. The patient was provided external pacing therapy and a chest tube was placed due to pneumothorax. When the representative arrived back at the hospital, this newly implanted right ventricular (rv) lead was reprogrammed to maximum pacing output and consistent capture was observed. The physician elected to reposition the new rv lead and connected a pacing system analyzer (psa) to the previous rv lead that had been surgically abandoned in order to provide pacing therapy during the surgical procedure. The new rv lead was surgically repositioned to a slightly different location in the right ventricle and was indicating to be performing well. The rv lead remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.